Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing problems with the laser energy when turning on the unit. There was no patient involvement.

Manufacturer narrative:
Additional information provided. The system was examined. The company representative did not indicate replicating any issue related to the reported event. However, the laser indirect ophthalmoscope (lio) cable was replaced and the laser was re-calibrated. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 9, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).